Manufacturer narrative:
Patient identifier of multiple is ID (B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated inconsistent potassium results on the architect c16000 analyzer. ID (B)(6) generated potassium of 7.7 mmol/l but repeated 4.5 mmol/l. ID (B)(6) generated potassium of 7.3 mmol/l but repeated 4.1 mmol/l. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The investigation was performed by reviewing the complaint text, instrument service history, tracking and trending metrics, and the current labeling for the architect system operations manual. Field service recommended the customer perform troubleshooting, including replacing the r1a probe, ict module, and cuvette wash; however, no resolution was obtained. A field service representative was dispatched and replaced multiple parts, including the ict pinch valve tubing (rohs) which was considered the likely cause part. After general maintenance was performed on the instrument and calibrations and quality controls were run, the instrument was found to be working normally. A review of the architect (B)(4) service history identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding erratic or discrepant results since the ict pinch valve tubing (rohs) was replaced. The architect system operations manual addresses operational precautions and limitations and provides information for troubleshooting erratic/discrepant results. A review 12-month search for similar complaints identified no adverse trend of the ict pinch valve tubing (rohs). A review of the architect c16000 tracking and trending data in the architect monthly product monitoring review revealed no systemic issues or adverse trends associated with the discrepant results described in this complaint. The architect c16000 erratic result rate is within acceptable limits with no trends identified. Taken together, no systemic issue or product deficiency was identified.